Manufacturer narrative:
The sample involved in the incident was returned for evaluation. Visual examination of the sample revealed a white touch contamination sheath with an introducer was attached to the catheter. Upon removal of the sheath and introducer, kinks in the extrusion were observed at the 90 cm and 34 cm locations where the hemostasis valves of the sheath and introducer were locked onto the catheter. The catheter was tested for cardiac output and was observed to function normally. Upon initial testing, the monitor exhibited a "connect catheter" message. The system connections were re-tightened and the condition was not duplicated on subsequent testing. During the testing, a cardiac output computer was attached to the catehter thermistor connector box. The catheter and temperature probe from the calibrated thermometer were placed in a monitored water bath. The results indicated that the pa temperature for the catheter measured 23.5 degrees c. This reading was within 1% of the waterbath temperature with was measured at 23.4 degrees c. A review of the work order documentation verified the lot involved passed in-process and q.a. Inspections and tests.

Event description:
Received report of erroneous cardiac output readings. A pt had heart surgery and was transferred to the open heart recovery unit. During his stay, the pt was stable, but the nurse was receiving values of 2.0 for cardiac output. The nurse increased the epinephrine drip and IV volume was also increased with no resultant change in cardiac output readings. After a while, the practitioners decided to ignore the cardiac output readings and went by pa pressures which appeared to stay accurate. No pt harm reported.